Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and on 14-mar-2017 adjusted barcode reader for maximum read and found bc with ink writing below bc were mostly not reading. Advised customer on writing on barcodes. Tested-clean barcodes read 100%. The most probable cause of the reported event was lack of adjustment of barcode reader.

Event description:
On (B)(6) 2017 the customer reported issue with barcode reader with their hlc-723g8 analyzer. Customer reported that during install printer reads only 50% of the barcodes. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results.there was no indication of patient intervention or adverse health consequences due to the delay in reporting.